Manufacturer narrative:
E1: initial reporter facility name: (B)(6). The device was returned for detailed analysis. Upon examination, both the main coil and the introducer sheath were identified as part of the returned components. In order to facilitate the removal of the coil, it was necessary to make an incision in the introducer wire. Further inspection revealed that the main coil exhibited significant deformation, characterized by bending and stretching at both the coil arm and primary coil sections. Additionally, the arm coil was found to be detached from the main assembly. The main coil itself was detached, exhibiting signs of bending and stretching. The coil dimensions that could be measured were inspected against the drawing: assy, .035 interlock 2d coil, 90610715, primary coil winding specification, m310886-00, and 90589292, coil arm, bsc.

Event description:
Reportable based on the device analysis completed in 12jun2025. It was reported that the coil was unable to advance. The stenosed target lesion was located in the aorta. A 18mm x 40cm interlock device was selected for use. During the procedure, multiple attempts were made to advance the coil through the catheter; however, the coil failed to exit the catheter as intended. The procedure was completed using with another of the same device. There were no patient complications as a result of this event. However, returned device analysis revealed main coil detached.